Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for an unknown schuhli nut/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, charlson, m. And weber, t. (2003). Role of locked plating in revision fixation. Techniques in orthopaedics, 17, 515¿521. The authors outlined the role of locked plating which evolved from the synthes device, the schuhli nut. They identified advantages and disadvantages, using case examples to illustrate the role of locking plates in failed internal fixation. Results included: case 3 a (B)(6) female fractured her humeral shaft and was treated with open reduction / internal fixation and placement of allograft struts. Two years later, she presented with pain and nonunion. The patient was revised using a custom blade plate (manufacturer not reported) and synthes device, schuhli nut, implanted proximally, along with iliac crest bone graft. Hardware failed ten months later in the setting of infected nonunion. The hardware was removed and union achieved following treatment of infection and use of locking plate across the nonunion site. This is report 1 of 1 for (B)(4). This report is for an unknown schuhli nut.